Event description:
According to the reporter, intra-operatively, the surgeon was using the device when the needle broke, resulting in a portion of the needle remaining in the patient. The fragment could not be located visually, so x-ray imaging was used to identify its location. The surgeon was subsequently able to locate and remove the needle fragment from the patient.

Manufacturer narrative:
D10 concomitant product: unknown endo st, unknown endo stitch sulu, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.